Event description:
A tandem mobi cartridge alarm was reported, and the customer's blood glucose level exceeded normal limits, with the displayed value as "high." The customer managed the issue by administering a correction injection via mdi without requiring third-party assistance. Despite following instructions to reload a new cartridge, the alarm persisted. Tandem technical support confirmed the alarm and arranged for a replacement of the pump and the original cartridge. The customer was guided on putting the pump into storage mode, returning it to tandem, and programming and connecting their replacement pump. The customer was advised on the steps to follow, including using multiple daily injections (mdi) as a backup therapy to ensure insulin delivery continuity, and understood all instructions provided.